Event description:
Medrad injector tubing leaking during the priming of the line prior to use on the patient. Tech had to open another kit to complete the study. Manufacturer response for injector tubing, (brand not provided) (per site reporter). "Thank you for taking the time to share this information. This has been logged in response to your report. I will ask customer support to create a credit rga return label for the affected product and once I receive it, I will email it to you. I appreciate all of your help."